Manufacturer narrative:
Complaint confirmed, the angle knob is stuck and was found to be damaged. The cause of the seizure is undetermined as the knob could not be loosened and examined. The cause of the damaged is undetermined, though a likely cause is user-applied mechanical forces and/or damage from tooling.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a reverse bone graft surgery a screw for adjusting the saw angle of the device was stuck in the thread. The screw couldn`t be loosened again with pliers. No part of the device broke off. The surgeon has finished the surgery successfully freehand. There was no harm or adverse event for patient, operator or third party reported. It was not necessary to do a second surgery.